Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device made excessive noise, the flex circuit was damaged and overheated. The device also failed pretests for hand control assessment, hand piece temperature assessment, air pump assessment, noise assessment, safety assessment, motor thermistor assessment, cutter lock assessment, loctite & cable assessment, no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), no short circuit between hall sensor and connector body (42) and no short circuit between phases and connector body (42). It was noted in the service order that the device was noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.